Event description:
Based on the review of medical records, provided by the pt's attorney: (B)(6) 2005 - pt was admitted for a pelvic mass and chronic abdominal pain. The pt underwent laparoscopic repair of incisional hernia using composix kugel mesh. Lysis of adhesions were noted. A resection of recurrent carcinoma with partial resection of the sigmoid colon. On (B)(6) 2005, pt presented to emergency room with sudden rupture of apparent abdominal incisional abscess, treated with antibiotics and referred to surgeon. On (B)(6) 2005, pt admitted for postoperative abdominal incision, abscess, fever, infection and anemia. On (B)(6) 2005, pt underwent incision and drainage out of pocket in the deep fat on abdominal wall. Discharged on (B)(6) 2005. On (B)(6) 2005, pt was admitted for fever and infection. Discharged on (B)(6) 2005. On (B)(6) 2005, pt underwent exploratory laparotomy. Due to inability to control infection, removal of composix kugel mesh. Lysis of adhesions were performed. Two segmental resection of the small intestine were repaired. Medical records note, a portion of small bowel was severely damaged which was suggestive of recurrent cancer.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the medical records review, the pt underwent repair of ventral incisional hernia on (B)(6) 2005 utilizing composix kugel. At the time of repair, the pt also underwent repair of an recurrent carcinoma with a partial resection of sigmoid colon. Lysis of adhesions were performed. On (B)(6) 2005, the pt experienced wound drainage and was treated with antibiotics. Due to the inability to control the infection, the composix kugel mesh was explanted on (B)(6) 2005. Two segmental resection of the small intestine were repaired. Medical records noted, portion of small bowel was severely damaged which was suggestive of recurrent cancer. Based on the info received, the pt has multiple comorbidities including a 12 year history of ovarian cancer and a complex abdomen and pelvis. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Although, there is no indication of a device failure, it should be noted that recurrence and adhesion are known adverse events listed in the IFU. Additionally, no sample has been returned for eval.